Manufacturer narrative:
Approximate age of device: 4 years and 9 months.the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a history of an embolic stroke on an unspecified date followed by a hemorrhagic stroke. The patient also had chronic right ventricular failure requiring continuous milrinone therapy. The patient had a massive intracranial bleed. Support was withdrawn and the patient expired on (B)(6) 2015. It was reported that the device was functioning as expected.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, peripheral thromboembolism, right heart failure, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.